Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was explanted. The patient requested explant of their evoke scs system to accommodate a spinal fusion procedure. The evoke scs system was confirmed to be functioning as intended prior to the explant. The explant procedure was performed by a different physician and at a different facility than those involved in the original implantation.